Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked the following information was provided by the initial reporter, translated from chinese to english: 10.19 08:34 follow the doctor's instructions to give the patient intravenous drip etimicin sulfate injection (square round) 300mg IV.drip, 0.9% sodium chloride injection 100ml IV.drip, anti-infective treatment, given to the patient after venous puncture venous blood return is good, fluid infusion smooth, 08:50 the patient complained of intravenous infusion of fluid oozing out of the needle holes, the patient's intravenous infusion by inspection after checking the patient's intravenous infusion, there was no redness, swelling, pain, and skin damage other than the needle hole, and after removing the indwelling check found that there was a gap between the indwelling needle and the catheter seat connection leakage, and then the patient was given to replace the indwelling needle, and re-puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Information provided by customer: 1. Was the device damaged during use? If so, where? Answer: liquid leakage was noticed during use. No damage from external forces. 2. Was the device repeatedly punctured? Answer: no. 3. Was a syringe used to inject liquid through the device? Answer: no. 4. Where exactly did the leakage occur? Answer: the exact location is the connection between the indwelling needle catheter and the catheter hub 5. If there is a physical object/picture/video sample, please provide it. Answer: the object has been discarded. No pictures or videos are available. 6. Was there a delay in the patient's treatment? Answer: no. 7. Was there an impact on the patient? Answer: the patient was re-punched.

Manufacturer narrative:
1. DHR/bhr review lot#4081457 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received, and the damage status of the connection between the catheter and the catheter hub cannot be identified. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received for further examination, the root cause of leakage at the connection between the catheter and the catheter hub cannot be determined.